Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 150 units. There was no impact to the customer's blood glucose level. A new cartridge was successfully loaded to address the reported event and insulin delivery was resumed.